Event description:
It is reported that the patient is experiencing pain after bike riding. The patient was implanted with a tm patella on (B)(6) 2014 and has not been revised as yet. No further information was received.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.